Event description:
It was reported that pump displayed malfunction alarm code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was given pump reset instructions, successfully reset pump without recurrence of the malfunction, was advised to continue using pump, and was instructed to call back if any malfunction alarm appeared again, which customer acknowledged and understood.